Manufacturer narrative:
This lead will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during the implant procedure after positioning this right ventricular (rv) lead into the apex the physician attempted to rotate the helix ten times which did not work. A new torque wrench was used, but the helix still did not extend. The stylet was advanced and retreated several times, but the helix still did not extend. Loss of capture was also seen. The lead was thus not used and will be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure after positioning this right ventricular (rv) lead into the apex the physician attempted to rotate the helix ten times which did not work. A new torque wrench was used, but the helix still did not extend. The stylet was advanced and retreated several times, but the helix still did not extend. Loss of capture was also seen. The lead was thus not used and returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in was partially extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations as testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.